Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check of cardiosave intra-aortic balloon pump (iabp) an autofill error occurred. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusion), h11. It was reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. There was not patient involved. A getinge field service engineer (fse) informed that the end user was not plugging pim perform leak test. This is operational issue and will reach out to sales for education.the unit passed all functional and safety tests per factory specifications, returned to customer.